Manufacturer narrative:
Product event summary: the balloon catheter, 2af283 with lot number 61734 was returned and analyzed. Visual inspection of the balloon catheter showed the device was intact without any apparent issue. Smart chip verification indicated showed that the catheter was used for 22 injections. Dissection showed that guide wire lumen kinked on 1.4220 inches from the tip of the catheter. In conclusion, the reported balloon shape issue has been confirmed through testing. The balloon catheter failed the returned product inspection due to guide wire lumen kink. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the balloon catheter shape was deformed. The balloon catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event. The balloon catheter subsequently tested out of specification per the manufacturer's investigation.